Event description:
It was reported that the ilet bionic pancreas experienced charging difficulties that led to therapy stopping, and the replacement device was received with the display difficult to read; the event involved elevated glucose to 207 mg/dl for about one hour without backup therapy or medical intervention, and the affected component was identified as the touchscreen. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this device did not revealed an ambient light¿related visibility problem and that the display was difficult to read, associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was not traced to a component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.